Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead impedance was out of range. Testing showed normal impedance with measurements during pocket manipulation, arm maneuvers and isometrics. The lead remains implanted and there are no plans to do anything other than monitoring as the lead performed normal during testing.

Event description:
New information notes that the patient had another out of range lead impedance on the same lead via (B)(6). The lead remains implanted and the patient condition is stable.